Event description:
Follow up information received confirmed that the implantable neurostimulator (ins) had flipped in the patient and it was thought that the patient had manipulated the device as no other reason could be found for the event. The revision to re-position the ins occurred on (B)(6), 2012. The physician discussed this issue with the patient and there have been no other issues since. The patient was reported as doing well with no further complaints.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the implantable neurostimulator located in the patient's buttock area had flipped in the past and had been resolved surgically. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-75 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ lead product ID 3777-75 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708120 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ extension product ID 3708120 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ extension. (B)(4).